Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 490cc mentor memorygel breast implant (catalog number shpx490, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with 490cc mentor memorygel breast implants. A CT scan on (B)(6) 2020 identified a left-sided rupture. As a result, the patient's impacted device was explanted on (B)(6) 2020 and replaced by an unspecified mentor gel breast implant.

Manufacturer narrative:
On (B)(6) 2020, mentor received an update indicating that the patient replaced with a 490cc mentor memorygel breast implant (catalog number shpx490, serial number (B)(4). Additionally, mentor became aware of an event detail that was mistakenly submitted in the initial report. Section d7 had correctly indicated that the explantation date was (B)(6) 2020; however, the b5 summary stated that the procedure occurred on (B)(6) 2020. The correction is that the procedure indeed took place on january (B)(6) of the year 2020. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).